Manufacturer narrative:
Device evaluation: the npds device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all npds devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0107) states the following: ¿the nasal pancreatic drainage set is used for temporary endoscopic drainage of the pancreatic duct through the nasal passage by use of an indwelling catheter¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the placement of a nasal drain through the lams device is considered off label. The devices were also inserted in to the collection cavity which is also off label use. As per the IFU, the device is intended to be used for temporary endoscopic drainage of the pancreatic duct. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted due to completion of the report on the 16-jan-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jagielski et al 2021, - ¿the role of lumen-apposing metal stents in transmural endoscopic drainage of postinflammatory pancreatic and peripancreatic fluid collections¿. Transmural drainage with the single transluminal gateway technique (sgt) (167 patients). Placement of the pancrea-ticogastric or pancreaticoduodenal anastomosis in the form of transmural cystostomy was performed under eus guid-ance. The anastomosis between the gastrointestinal lumen and the collection cavity was created with a 10 fr cystotome (cystotome cst-10, cook endoscopy inc., north carolina, USA) and then dilated with a high-pressure balloon with a diameter of up to 15 mm (cook endoscopy or boston scientific). Through the stomy, a transmural metal endoprosthesis (lams) was inserted, measuring 16 mm in diameter and 20 mm, 30 mm, or 40 mm in length (taewoong medical or olympus). For active transmural drainage, a 7 fr or 8.5 fr nasal drain (cook endoscopy) and 7 fr or 8 fr double-pigtail stents (cook endoscopy) were inserted into the collection cavity through the lams. In the case of passive transmural drainage, only 7 fr or 8.5 fr double-pigtail stents (cook endoscopy) were used through lams. Multiple transluminal gateway technique (mtgt) (90 patients). In patients with additional transmural stomy created between the collection and lumen of the gastrointestinal tract, the placement of the anastomosis was also decided under eus guidance. The transmural cystostomy was cre-ated with a 10 fr cystostome (cystotome cst-10, cook endoscopy) and expanded with a high-pressure balloon with a diameter of up to 15 mm (boston scientific, massachusetts, USA). Next, a metal endoprosthesis (lams) with a diameter of 16 mm and length of 30 mm or 40 mm (taewoong medi-cal or olympus) was inserted transmurally. Depending on the type of drainage, a 7 fr or 8.5 fr nasal (wilson-cook) and/or 7 fr or 8 fr double-pigtail stent (wilson cook) drain was inserted through the endoprosthesis and into the collection lumen. Off label use of nasal drainage tube: ¿inserted through the lams¿ also due to the insertion into the collection cavity. No adverse effects to the patient.